Event description:
It was reported that a da vinci-assisted surgical radical prostatectomy without lymphadenectomy procedure, 30 deg endoscope plus instrument it was noted that on screen it would say 30 degrees up however on the console it would say 30 degrees down. The procedure was completed with no reported patient injury and no delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue was that on the screen the 30 deg endoscope plus would say 30 degrees up however on the console it would say 30 degrees down. During the procedure, the surgeon's head was inside the surgeon console's high resolution stereo viewer, and there was an issue with the instrument's movement. The surgeon was not attempting to manipulate the instruments from the surgeon console at the time of the issue. The failure was related to the inability to move the instrument at all, and the movements of the surgeon scaled appropriately to the instrument. However, the instrument did not move in the intended direction, which was up, instead, it moved left, and the sign on the screen showed a downward movement. There were image orientation issues, with the color turning purple once and green once, and the image was inverted. The endoscope was stiff and produced a friction sound, indicating uncontrolled motion, but there was no involvement of reversed control on system arms. The fault occurred when attempting to change it to the up orientation. The surgeon confirmed the desired orientation when the endoscope was installed. The procedure was completed with no reported injury to the patient. In addition, the incident did not result in a procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screen aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with a friction issue. The complaint was confirmed by failure analysis.